Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is not charging the internal battery so while on the internal battery, the user interface module (uim) keeps going off and on. The customer stated there was no patient associated with this event.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the battery required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacture specifications.